Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000105394.

Event description:
Related manufacturer reference number: 3006705815-2023-00214. It was reported the patient lost therapy a few months ago, and a lead had a high impendence. As a result, surgical intervention took place where the ipg and leads were explanted and replaced to address the issue. Therapy was restored. Investigation was unable to determine which of the lead attributed to the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.